Event description:
One discordant falsely elevated enzymatic creatinine (ezcr) result was obtained with one patient random urine sample on a dimension® exl¿ with lm integrated chemistry system. The discordant result was not reported to the physician(s). The sample was reprocessed on the same instrument and on an alternate dimension® exl¿ instrument. The reprocessed results were lower than the discordant result. The reprocessed result from the original instrument was reported, as the correct result, to the physician(s).

Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) and reported that a discordant falsely elevated enzymatic creatinine (ezcr) patient urine sample result was obtained on a dimension® exl¿ with lm integrated chemistry system. Siemens is investigating the event.

Manufacturer narrative:
Additional information (22-apr-2022): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the falsely elevated urine enzymatic creatinine (ezcr) result. Hsc reviewed the information provided by the customer. Quality control was in range and no issues were noted with other patient samples indicating that the dimension® exl¿ with lm integrated chemistry system and ezcr assay were performing acceptably. A potential product issue has not been identified. The cause of the event is unknown. The system is fully operational. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2517506-2022-00075 was filed 14-apr-2022.